Event description:
A pt had an epidural placed. Epidural pump was loaded with 100cc bag of medication and programmed by anesthesia to infuse at 10 cc per hour. The pt [was] removed, the pump showed 11.4cc left to count but IV bag appeared full when removed from pump.